Event description:
The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. An extreme brady alarm sounded which alerted the staff, and CPR was performed on the patient. The hospital's investigation showed that there were spo2 alarms during the time of interest. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.